Manufacturer narrative:
(B)(6). The getinge fse was able to isolate the leak failure to the safety disk. The fse replaced the safety disk which corrected the drive manifold leak failure. Checkout and checklist has been completed. The iabp unit has been cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold leak test, during preventative maintenance (pm) by a getinge field service engineer (fse). There was no patient was involved, thus no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold leak test, during preventative maintenance (pm) by a getinge field service engineer (fse). There was no patient was involved, thus no adverse event was reported.